Event description:
Ous MDR - one day after implant an exit block was diagnosed. During the revision the lead was exchanged but without improvement of pacing behavior. This device was explanted and replaced and the new device successfully allowed for adequate pacing.

Manufacturer narrative:
The pacemaker complained about and the lead complained about were returned and underwent a thorough analysis. After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. In a next step, the pacemaker was visually inspected, and the connection system was examined. The lead was still contacted and could be removed without problems. The sealing plug was found to be severely damaged, and the threaded pin was missing. The kind of damage at the sealing plug indicates the impact of a strong external force during the implantation. A new threaded pin could be screwed in and extracted without problems during the analysis. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies during this test. The device did not exhibit any limitations of its capability to provide therapy. Subsequently, the lead was visually inspected. A deformation of the outer conductor helix was found at 19.5 cm distal of the is-1 connector pin, which was probably due to a ligature being tied too tightly. About 21.5 cm distal of the is-1 connector pin, cuts could also be seen in the insulation that were most likely caused during the explantation. Other than that, no anomalies were detected at the lead that could have contributed to the complaint. The manufacturing process of the devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, the pacemaker was without defects during the analysis and within specifications both in regard to the connection system and the electronics. The lead also did not show any anomalies that could have contributed to the complaint. There were no indications of material defects or manufacturing errors.